Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219 . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
In saudi arabia, patient reported having occlusion issue leading to hyperglycemia and treatment was pump on (B)(6) 2026.